Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. However, the cause of the faulty patient board set is possibly related to an effect of the design change of the operational amplifier of the dr board (printed circuit board) before countermeasures were implemented, or due to a connection failure with the video connector. It was confirmed that the design change of the operational amplifier of the dr board was conducted on april 16, 2018. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was and wasn¿t confirmed. The evaluation found the hand controls were working as intended, but other issues were found: the top cover was deformed with deep scratches on the top cover and a big dent on the front panel. The software was version 4.0 and is recommended to go to 4.1. The initial allegation for the pigtails does not work was confirmed due to the bent video connector pin. There was also no image with the 180 scopes due to a faulty patient board set. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center had the hand controls for white balance not working as well as the pigtails. The device was returned and during evaluation a reportable malfunction was found: there was no image with the 180 scopes due to a faulty patient board. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.